Manufacturer narrative:
(B)(4). The expiration date is currently unavailable.

Event description:
The sales rep reported via phone that the customer's healix advance knotless br 4.75 broke in half upon insertion during a rotator cuff repair. The implant was removed and another like device was used in the same bone hole to complete the case. There were no patient consequences but a 3 minute delay was reported. The device was discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: DHR review, part number: 222330, synthes lot number: 3837433, supplier lot number: n/a, release to warehouse date: april 24, 2015, supplier: n/a, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device history batch: null, device history review: null.